Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. No suspicious errors or codes were noted. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted in (B)(6) 2020. The shock impedance measurement at implant was 94 ohms. It was reported in october that new defibrillation threshold (dft) testing was performed where a 65 joule shock failed to convert the arrhythmia and an 80 joule shock was then successful; the shock impedance measurement was higher than expected, at 127 ohms, but was not out-of-range. X-rays were submitted to technical services for review, and it was determined that a significant amount of tissue was present under the electrode and repositioning the electrode to a deeper position was recommended to optimize therapy effectiveness. In january it was confirmed that the electrode would be repositioned, but the procedure date was uncertain due to covid-19 restrictions. New information was received in august. It was reported that the electrode was repositioned in late (B)(6) 2021 as the patient had received some shocks that failed to convert an arrhythmia. A new dft was not performed, but a commanded 10 joule shock produced an in-range impedance measurement of 96 ohms. On july 22 the patient had a ventricular fibrillation (vf) episode where 5 shocks were delivered, all of which failed to convert the vf. Shock impedance measurements were again higher than expected, at 124 ohms. Cardiopulmonary resuscitation (CPR) was performed and the patient received 4 more shocks due to oversensing the CPR, and the patient subsequently died. The s-ICD was explanted august 6 and was expected to be returned for laboratory analysis. The sales representative confirmed the electrode was not explanted post-mortem and was therefore not able to be returned. X-rays taken after the electrode was repositioned should be provided, but no x-rays were taken post-mortem. Device data was submitted to technical services for review. The explanted device was received for analysis, as well as the x-rays post-electrode revision. Engineering review of the device data confirmed there were no faults, errors, or resets recorded. The shock impedance values for the five delivered shocks in the first episode were higher than expected, but not out of range, at 126, 120, 129, 127, and 124 ohms. None of the five shocks were able to terminate the vf. After shock number five therapy for the episode was exhausted. Two other episodes were stored that day, occurring more than two hours after the vf episode. These showed artifacts that appeared consistent with resuscitation attempts, resulting in shock delivery.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted in (B)(6) 2020. The shock impedance measurement at implant was 94 ohms. It was reported in october that new defibrillation threshold (dft) testing was performed where a 65 joule shock failed to convert the arrhythmia and an 80 joule shock was then successful; the shock impedance measurement was higher than expected, at 127 ohms, but was not out-of-range. X-rays were submitted to technical services for review, and it was determined that a significant amount of tissue was present under the electrode and repositioning the electrode to a deeper position was recommended to optimize therapy effectiveness. In (B)(6) it was confirmed that the electrode would be repositioned, but the procedure date was uncertain due to covid-19 restrictions. New information was received in (B)(6). It was reported that the electrode was repositioned in late (B)(6) 2021 as the patient had received some shocks that failed to convert an arrhythmia. A new dft was not performed, but a commanded 10 joule shock produced an in-range impedance measurement of 96 ohms. On (B)(6) the patient had a ventricular fibrillation (vf) episode where 5 shocks were delivered, all of which failed to convert the vf. Shock impedance measurements were again higher than expected, at 124 ohms. Cardiopulmonary resuscitation (CPR) was performed and the patient received 4 more shocks due to oversensing the CPR, and the patient subsequently died. The s-ICD was explanted (B)(6) and was expected to be returned for laboratory analysis. The sales representative confirmed the electrode was not explanted post-mortem and was therefore not able to be returned. X-rays taken after the electrode was repositioned should be provided, but no x-rays were taken post-mortem. Device data was submitted to technical services for review.